Manufacturer narrative:
The re-organization of the dicom tables was started on (B)(4) 2016 and completed approx. 8 hours later. To prevent this from happening again, told client that support would verify that runstats job was running and completing on a regular schedule. Spoke to client as part of investigation on (B)(4). Client confirmed that slowness was going on during this time - especially during the time the re-org was happening to fix the issue. Opening image time ranged from 2 to 30 minutes. Stat reads went from 15 to 45 minutes. Client was clear that no patient harmed or no significant delay in treatment, but overall patient care was slowed during this time.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and for soft copy reading, communication, and storage of studies produced by digital modalities. A customer reported on (B)(6) 2016 that they were experiencing slowness on importing of studies and querying. Merge healthcare support began investigating the issue and determined that the site had studies that were stuck while in import. The issue was found to be due to the organization of the dicom tables and as a result these were reorganized. The issues with slowness and importing studies could potentially lead to a delay in diagnosis or treatment. Support determined no issue found with the merge pacs software. Database re-organizations are part of normal server upkeep. (B)(4).